Event description:
A report was rec'd from the affiliate indicating that this pt in the clinical study had two additional adverse event (ae) reports of restenosis of the two (2) previously implanted cypher 2.5 x 28 mm stents. The first, ae#1 (that was all ready reported previously) occurred approx fifteen weeks after the index procedure. The two new ae's occurred at the fifty-month and sixty-month time periods. The pt complained of chest pain. Coronary angiography was done and a 99% in-stent restenosis was observed and extended to the distal edge of the stent(s). Six days after the angiogram the restenosis was treated by balloon angioplasty using a 2.25 mm balloon/length unknown. The residual stenosis was 25%. No additional details were available. The pt was discharged two days after the intervention. The pt complained of chest pain and had an additional coronary angiogram. The same segment as mentioned above in was observed to again demonstrate a 99% in-stent restenosis that extended to the distal edge of the stent(s). One week later, the restenosis was treated by implantation of a taxus 2.5 x 24 mm drug eluting stent (des) inside the previously implanted cypher stents to the distal edge (of the obtuse marginal target lesion). The pt was discharged four days after the intervention. The physician's comment regarding the probable cause of the additional ae's was that they may be due to the fact the stents were implanted in a small vessel.

Manufacturer narrative:
The index procedure was an elective case. The radial approach was used for the procedure. The target lesion was the obtuse marginal branch. The target lesion was reported to be: de novo, eccentric, diffusely diseased, not calcified, an 86% stenosis, 20.07 mm in length, not a bifurcation lesion, absent of pre-existing clot, not tortuous, and type c. The lesion was pre-dilated with a 2.5/20 mm balloon at 12 atm, inflation time unknown. Two (2) cypher 2.5/18 mm stents were deployed at 18 atm for 15 sec in overlapping fashion. The stents were not post-dilated. The flow pre-procedure was timi 2, and post-procedure timi 3. The residual stenosis was 29%. Approximately fifteen (15) weeks after the index procedure, the pt complained of chest pain. Coronary angiography was done two (2) weeks after the pt's complaint of chest pain. The angiogram revealed restenosis in the middle of the two previously implanted cypher stents. The restenosis reported to be a 100% occlusion. The restenosis was treated with percutaneous transluminal coronary angioplasty (ptca) using a 2.25/20 mm balloon at 20 atm for 120 sec. The residual stenosis was 25%. The pt was reported to be in stable condition and was discharged two (2) days after the intervention. Note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This report is for two products with the same catalog and lot number used during the same procedure. Please also note that this complaint file was previously reported. MFR # 9616099-2005-01392.